Event description:
The dealer states that the display is not finding the compact joystick. Dealer is stating that the joystick has a configuration setting error, the controller is not recognizing the compact joystick.